Event description:
Ventricular sensing rate ~120bpm, with intermittent atrial undersensing. Current sensitivity programmed to 0.3mv and p wave measurements are 0.4mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).